Event description:
It was reported that the patient presented for routine implant of the implantable cardioverter defibrillator. During the procedure it was noted that the right ventricular setscrew was unable to be tightened in the device header. A replacement device was used to complete the procedure. There were no patient consequences.

Manufacturer narrative:
The reported field event of "setscrew unable to be tightened" was confirmed. Septum material was observed inside the rv(df4) set screw hex cavity, and the set screw was stripped. This did not allow the set screw to be tightened and secured properly in the field. The issue was consistent with having occurred during the procedure. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.